Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the ins has not been working, but the timeframe was unknown by the caller. On 2025-oct-06 additional information was received from the patient. They didn't indicate when this issue started or whether it was resolved. They indicated that the phrase "the ins has not been working" was related to a stimulator output issue. It was unknown what the cause of this issue was or if it was due to normal battery depletion. They stated that the device was removed on (B)(6) 2025.